Event description:
It was reported that the patient had a loss of therapeutic effect or never had correct efficacy. It was difficult to achieve tremor control with the patient without other side effects. Electrode measurements were c0, >2000; c1, 1458; c2, 1352; c3, 1757; all bipolar pairs were >2000. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implentation of process improvement.